Event description:
Additional information received from the manufacturer representative reported that the cause of the issues was not determined. The patient was considering a lead revision and the issue was not resolved at this time.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the rep indicated that states she is are with the patient at the time of the report and ran impedances. Referencing electrode 3, all pairs are between 2430-2530 ohms. Contact 0's lowest pair is 1600 ohms. Technical services reviewed that caller will need to program around best pairs and if this doesn't work a replacement lead may be needed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that rep cannot get stim on the patient no matter what they do. When referencing 0 she sees 4 contacts >10k ohms. When reference 7 she sees some contacts >10k ohms. When referencing 3 she sees 3/2 2170 3/1 3510. When referencing 1 she sees 2 contacts >10k ohms. Caller tried a simple 1-2 impedance is 1850 ohms and she gets oor @ 7.5 ma, no sensation for the patient. The pt has not felt stim in several years which is likely related to the ins being in overdischarge (see related case, rep states the ins was 'unrecoverable') and ins was in od when removed today. Tss advised that the caller may have to look up and down the 0-7 port (8-15 not in use) and see if there are any viable contacts.